Event description:
It was reported following successful inferior vena cava filter placement, a subclavian catheter placement was attempted. The wire used for this catheter placement was inadvertently advanced from the superior vena cava filter into the ivc where it caught on the apex of the implanted filter and displaced three of the filter legs into the renal vein. Another filter was successfully placed inside this filter and successful placement of the subclavian catheter followed. The patient's condition is good. This device remains implanted. Therefore, no failure analysis will be avaiable. The filter referenced in this report had been successfully placed prior to this event without complications. No malfunction of the device was reported. Inadvertent advancement of a guidewire for an unrelated procedure into the ivc resulted in complications that led to this event. Co'directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."